Event description:
Surgeon had stone in escape basket and was using 200 micron ho-yag laser fiber to blast stone. Basket became tangled and lodged in left ureter. Surgeon used laser to free basket from ureter causing basket to break into pieces. Grasper and zero basket used to retrieve all pieces of broken basket from left ureter. This was confirmed both visually via ureterscope and under x-ray.